Event description:
On (B)(6) 2011 the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient's mother for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported the alleged issue began approximately 4 month ago prior to contacting lfs. The patient's mother reported blood glucose readings of "303, 259, and 92 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. It is not known how the patient was managing her diabetes regimen or what action the patient took regarding her diabetes regimen at the time the alleged issue began. Prior to testing, on (B)(6) 2011 at approximately 11:001am, the mother stated the patient had the following symptoms of "cold sweat and shaky", which was associated as low blood sugar symptoms. In spite of the patient's symptom, the mother stated the patient denied seeking medical treatment. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the results obtained were from the same approved sample site, and the subject meter's unit of measure was set correctly. The patient's mother did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue was not resolved at the time of troubleshooting.

Manufacturer narrative:
(B)(6) 2011:the lay user/patient's meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.